Event description:
It was reported that the patient received an elective replacement indicator (eri) on the remote control. The patient underwent an ipg replacement procedure and was doing well postoperatively. No device malfunction was suspected. The explanted ipg will not be returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in a week ago from date the manufacturer became aware of the event.